Event description:
It was reported that the filtration performance has worsened during circulation. The prod was replaced. (B)(4).

Manufacturer narrative:
The device was requested for investigation but it hasn't arrive yet. A supplemental medwatch will be submitted when add'l info becomes available.

Manufacturer narrative:
The device in question was investigated by the supplier of maquet. The DHR was checked but no conspicuity could be found for this lot number and no further complaints were reported for this lot number. A performance test according to maquet supplier's product master was done and all tested parameters are well within the range. The returned product showed no deviation from specified values. The data is also being handled through a designated #maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4)